Event description:
It was reported that the pump was implanted for pain mgmt. Three days later the pt was readmitted to the hosp in extreme pain. It was determined that the pump was not flowing properly and it was explanted. A replacement pump was implanted without any complications.